Manufacturer narrative:
Lumenis made reasonable attempts to contact the facility through its distributor in order to help obtain additional information regarding the reported event; despite reasonable attempts, very little additional information had been provided. A lumenis-certified service engineer visited the site one (1) day after the reported event. The engineer confirmed that the system was in case saver 60w mode upon arrival. (Case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability). Further evaluation determined that the hr #4 optics needed replacement; frm & srm mirrors were replaced as a preventive measure. After its optics were replaced the laser was restored to full power capability, and the system was returned to the facility having met specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 08-feb-2018 and installed at the customers site on (B)(6) 2018. A review of subject device risk files ((B)(4)) revealed the risk of optical misalignment leading to inadequate treatment which may require re-operation/prolonged procedure as a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. A lumenis clinical director reviewed all the information available and concluded that "a lumenis pulse 100h can operate at long-pulse parameters (60w,1.8j,40hz) during case saver 60w mode. A lumenis pulse100h is capable and indicated for use in 'coagulation of soft tissue in medical specialties including: urology; urinary lithotripsy; arthroscopy; discectomy; endo-nasal surgery; gynecological surgery; pulmonary surgery; gastroenterology surgery; dermatology and general surgery'. Controlling normal case bleeding is done by utilizing the long pulse feature of the system, and the long pulse is also enabled in case saver mode, thus it is reasonable to believe that there was no obstacle of controlling a normal bleeding regardless of the state of the machine (normal or case saver)." Despite reasonable attempts to obtain additional information from the facility regarding the event, no additional information was provided. The cause of the 'bleeding' and the cause of patient's transfer to ICU could not be determined, nor could lumenis determine if the laser was being used according to its indications for use (for that particular "bleeding control"). Although lumenis acknowledges that there may have been a failure with the laser optics which caused the system to operate in case saver mode, based on the information above there is not enough evidence which reasonably suggests that the system failed to meet its performance specifications or otherwise perform as intended. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event; due to a lack of additional information lumenis cannot rule out that it wasn't contributory to the event (patient's transfer to ICU) and in an abundance of caution lumenis is reporting this event. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly. As part of lumenis' commitment to continuous improvement, CAPA # (B)(4) was initiated to further investigate optics issues with the holmium product family lasers.

Event description:
A foreign user facility reported that during a procedure in which a lumenis pulse 100h was being used, "error 303 was displayed and the laser subsequently went to case saver mode. As a result the surgeon could not manage the patient's bleeding and the patient was eventually transferred to ICU."